Event description:
Medsun report received concerning attachment/leakage issues with use of jelco protect IV safety i.v. Catheters and 12519-01 7" microclave clear ext. Sets. The report states "rn and CT tech's are having issues with securing the extension tubing to the hub of the IV catheter. When the CT tech is infusing CT dye, the extension tubing explodes off from the catheter hub site. The tubing appears to be attached prior to starting the injection but becomes unsecured during the CT injection process. As a result, the CT dye is sprayed on the patient/room. This is creating a delay, the CT must be re-started and another equipment set-up is required." The involved devices were discarded. There were no reported adverse patient/operator outcomes. Device return: one (1) pkgd. 12519-01, lot number 29-410-he and one (1) pkgd. Jelco protect IV safety i.v. 20g catheter.

Manufacturer narrative:
Investigation: visual analysis and inspection recorded no obvious abnormalities. Dimensional evaluations of the returned 12519-01 and jelco IV catheter device connectors recorded the components met the iso standard 5941-1 for luer tapers and were compatible. Functional and performance testing was performed with the returned device samples to the applicable product specification. The results recorded no connection issues, leakages or performance issues. Additional investigations: based on marketing and clinical feedback regarding intermittent attachment concerns with mating device luer components, additional evaluations and studies have been conducted. Engineering studies focused on potential component enhancements that would address any technique related variables. The engineering data identified several minor design and material surface enhancements that have been qualified and implemented. Additional processing and component improvements were also identified and are in various stages of qualifications and completion. Current trending data shows these enhancements to the connector (spin collar) design configuration have addressed mating/connection concerns. Findings: engineering testing and analysis of the returned 12519-01 ext. Set and jelco IV catheter recorded no functional issues and or out of spec conditions. The exact cause(s) of the reported incidents are unknown. This complaint investigation report was provided to the reporting hospital/facility staff and product representatives for their awareness and understanding.